Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a failure to pair with a dexcom g7 continuous glucose monitor (cgm) sensor after the pump had been set to use a freestyle libre sensor type, leading to an incorrect configuration and unsuccessful pairing until guided correction was performed. No adverse clinical symptoms reported. Outcomes included the user receiving troubleshooting and education to switch the sensor type to dexcom g7, start a new dexcom g7 sensor, and place the ilet into pairing mode. User support included a remote troubleshooting review and user coaching focused on sensor-type settings, pairing workflow, and correct initiation steps. Investigation of this case revealed that the pairing issue was attributable to user setup error involving an incorrect sensor selection and pairing workflow, with the device otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and pairing.